Event description:
It was reported that the investigation was discontinued on (B)(6) 2014. The reason for the discontinuation of the investigation was inadequate effect. Additional information reported the device was off but the device had not been extracted yet. The symptom was not improved and effects of the treatment were insufficient. Refer to manufacturer report # 3004209178-2015-05213. Patient is implanted with two systems.

Manufacturer narrative:
Concomitant products: product ID 37603, serial # (B)(4), implanted: (B)(6) 2014, product type implantable neurostimulator; product ID 3387-40, serial # unknown. Implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type lead; product ID 3387-40, serial # unknown, implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type lead; product ID 3708695, serial # unknown, implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type extension; product ID 3708660, serial # unknown, implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type extension; product ID 37603, serial # (B)(4), implanted: (B)(6) 2014, product type implantable neurostimulator. (B)(4)